Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A review of the site¿s instrument logs could not be completed due to insufficient batch information of the involved product. A review of the site¿s system logs did not reveal any recorded tool usage information on what products were used in the procedure to verify/confirm the usage of the specified vse instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the vessel sealer extend (vse) instrument had an insufficient seal causing a leak. The instrument was inspected before use and no unusual findings noted. The energy settings were 3 for cut and 3 for coagulation. The vse instrument was used for sealing but did not cauterize sufficiently. The estimated blood loss was unknown; however, the patient did not require blood transfusion. The vse instrument was switched to a backup instrument. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended that the surgeon adjust the effect level and ensure that the instrument's jaws grasped the tissues well. There was procedure delay of less than 15 minutes, the procedure was completed robotically, and no adverse complications were reported.